Event description:
It was reported by a customer complaint that the pt was seen in the e.r. For an episode of hyperglycemia. The reporter is questioning the operation of the device. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incident.